Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck inside the lumen of the lead and the tip of the guidewire was broken in the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire was not returned. There is no broken parts of the guidewire present in the lead. A fresh 0.014 guidewire was able to be passed through the lead without resistance. If information is provided in the future, a supplemental report will be issued.